Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for two (2) unknown click-x locking caps. Additional product codes for this report include: kwq, mnh, mni, and nkb. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. The complainant parts are not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted at l4-s1 disc levels on an unknown date with a click-x construct that included: two (2) rods, six (6) screws, and six (6) locking caps. On (B)(6) 2016, the patient was revised due to adjacent level segment disease at l2-l3. During the revision surgery, the surgeon removed all six (6) click-x locking caps and the two (2) click-x rods. The original six (6) screws were left in the patient. Then, the surgeon implanted competitor¿s screws at l2-l3 and new rods (competitor¿s) at l2- s1. Finally, competitor¿s locking caps were placed at l2-l3 with new click-x locking caps, which were implanted on the original six (6) screws. The revision surgery was completed successfully. The patient¿s outcome was reported to be good. Concomitant devices reported: locking caps (part/lot numbers unknown, quantity: 4). This report is for two (2) unknown click-x locking caps. This report is 3 of 3 for (B)(4).